Event description:
The surgeon reported that a li61se lens was implanted on (B)(6) 2011, into the patient's left eye. On (B)(6) 2011, patient complained of blurry vision. Upon examination the surgeon noticed a "glob" on the optic of the lens. The lens was explanted on (B)(6) 2011 and successfully replaced with another lens of the same model and diopter. Additional information has been requested but has not been received to date.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.